Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer receiving morphine, dose and concentration not reported, via an implantable pump. The patient takes ms morphine 60mg po and dilaudid 4 mg for breakthrough pain. The indications for use were non-malignant pain and failed back surgery syndrome. The patient also has a feeding tube connected to a pump. Following the pump removal in 2006, see manufacturer report # 3007566237-2015-02703 for reported event, the catheter was left implanted at that time but then the catheter started pressing on "something" in the patient's back and was removed a year later in 2007. The cause of the event, troubleshooting and interventions not reported. Further follow-up was being conducted to obtain information. If additional information is received a follow-up report will be sent.